Event description:
It was reported that the customer had high blood glucose levels of 600 mg/dl. The customer was treated with a bolus from the insulin pump and insulin intravenously. The customer reported getting hospitalized a few weeks ago due to high blood glucose levels. The customer reported several no delivery alarms from the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including thirst, nausea and fatigue. Troubleshooting was done. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.